Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and it was observed that the tubes were not filled to the stated draw volume, resulting in an incorrect blood-to-additive ratio which can lead to incorrect analytic results or poor product performance. A review of the manufacturing records was completed for the incident lot and no issues were identified. Sst¿ tubes should be filled to stated draw volume and mixed by at least 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had insufficient additive and poor barrier separation. The following information was provided by the initial reporter: ¿the costumer complained that the tubes which received (after centrifugation) from idf bases for analyzing in sheba lab during the last month suffered with two deficiencies: 1. The serum after centrifugation is not in a liquid form as it should be, more in a jelly form- they discovered this phenomena only after few probs were blocked and needed to be replac 2. High amount of fibrins which are blocked in the gell layer- pictures attached- relative large scale of tubes in the last month.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had insufficient additive and poor barrier separation. The following information was provided by the initial reporter: ¿the costumer complained that the tubes which received (after centrifugation) from idf bases for analyzing in sheba lab during the last month suffered with two deficiencies: the serum after centrifugation is not in a liquid form as it should be, more in a jelly form- they discovered this phenomena only after few probs were blocked and needed to be replaced. High amount of fibrins which are blocked in the gell layer- pictures attached- relative large scale of tubes in the last month.¿